Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of a relion¿ insulin syringe 1/2 ml, is ¿moving from side to side¿ when drawing up medication. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: two investigations were carried out. First investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that the needles are moving from side to side when drawing insulin. The returned syringe was examined and exhibited a bent cannula. Sample was forwarded to manufacturing ((B)(4)) on 04may2018 for further review. Second investigation summary: on 09may2018, (B)(4) received one (1) loose 0.5ml, 8mm syringe from reported batch# 7254517. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe (B)(4), similar findings to those documented during initial investigation performed at bd (B)(4) were noted. Inspection of the interior of the shield noted multiple scratches and puncture spots within the inner shield wall, indicative of damage during re-shielding. This can be caused during either initial removal of the shield from the device, or repeated attempts to shield the device without noting the bent cannula. Unable to determine probable root cause at this time, however, given the noted damage to the interior of the shield, this likely occurred during use of the device by the consumer. During production of a given batch, the hub assembly passes through a vision system which 100% inspects these assemblies for defects, including angularity. A review of the device history record was completed for batch# 7254517. All inspections and challenges were performed per the applicable operations qc specifications. There were six (6) notifications [200714854, 200715031, 200714911, 200714856, 200714852, 200714990, 200715264, 200715139,] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle bending during use on lot # 7254517. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent cannula). Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.